Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that several right ventricular (rv) lead integrity alerts (lia) had triggered for elevated sensing integrity counter (sic) and high rate non-sustained episodes. Upon review of the episodes related to the most recent lia it was noted that the alert was triggered due to t-wave oversensing (twos) during atrial fibrillation (af) with rapid ventricular response episodes with varying r wave amplitudes. It was also reported that there was a failed atrial lead position check. The rv lead and the right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was reprogramming done on the right ventricular (rv) lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.